Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, his charging system and programmer are no longer to communicate with the ipg due to it being inoperable. An sjm representative attempted to troubleshoot the issue with a spare charging system to no avail. As a result, the patient plans to undergo surgical intervention.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy restored post-operatively.